Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, however, it has not been received. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: echelon 10 microcatheter (details unknown); new coil (details unknown); new microcatheter (details unknown).

Manufacturer narrative:
There was friction when advancing the first coil, a presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/c17506) via an echelon 10 microcatheter (details unknown). Many attempts were made without success. The microcatheter was exchanged for a new one; however the presidio still couldn¿t be advanced. Finally the coil was changed to a new one to complete the procedure. There was no adverse patient event. There were no damages noted on the coil or microcatheter after use. An adequate continuous flush was maintained through the microcatheter. The target vessel was l-acom. It is unknown if the vessel was calcified or tortuous. As returned for analysis, the coil was not attached to the device positioning unit (dp) via the detachment fiber. A complete search of the returned packaging was performed and the coil was still not found. The detachment fiber was found to have received heat and melted as designed. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch and its surrounding edges were found severely damaged. The locking mechanism has compression and stretching damage. Without the return of the coil it cannot be determined if this was the presidio (c17506) involved in the reported event, however if this was the microcoil system involved in the field complaint, then the most likely contributing factor to the coils friction encountered during advancement inside the microcatheter may have occurred when the microcoil system was first unlocked for use if the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism will catch the inside the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. Based on the analysis, it appears that the sheath also caught the v notches extended edges. This will produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action will produce significant resistance which the end user will feel during the attempt to advance the coil inside the microcatheter. For optimum product performance and to prevent potential complications, the instructions for use (IFU) outlines, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger.¿ this is further shown diagrammatically. It also cautions ¿if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ if this was the complaint microcoil system (lot c17506), then the circumstances that caused the coil to be electrically detached by the unidentified detachment control box (dcb) and connecting cable cannot be determined. In addition, without the return of the coil and the echelon 10 microcatheter used in the procedure, it cannot be determined if these components had any additional contributing factors to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available clinical/procedural information no conclusion can be made regarding the reported event; however, based on the analysis of the returned device it appears that procedural factors related to the unsheathing/advancement technique may have contributed to the event. It was reported that there were no damages to the coil after removal with no further information regarding the evidence of coil detachment found on the returned device is available; however, this would be readily and obviously visible to the user. Therefore, it can be concluded that it occurred post procedural use. Although a definitive root cause cannot be determined, there is no indication of any manufacturing issues related to the event with possible identified contributing procedural factors addressed in the instructions for use. Therefore, no corrective actions will be taken at this time.

Event description:
The surgeon put echelon 10 microcatheter (details unknown) in place. He felt friction when advanced the 1st coil: presidio 10 cerecyte microcoil 6 mm x 26 cm (pc410062630/c17506) via microcatheter. Many attempts but still failed. The surgeon tried to change to a new microcatheter but didn¿t work. Finally he changed to a new coil to complete. No adverse event on the patient. No vessel information provided.